Event description:
It was reported that after an interventional procedure using heparin, plavix, and aspirin, after 30 mins, the pt experienced oozing and a 3 x 1 inch hematoma developed. Manual compression was applied for 10 mins followed by a femostop. Five hours later when the pt ambulated, a hematoma again developed and manual compression was applied. The pt was discharged the next day.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.